Manufacturer narrative:
(B)(4). The pump was received with a cracked retainer, cracked case (battery tube), and broken battery tube threads. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and customer stated that pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.